Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The visual inspection of the returned device by the complaint handling unit revealed the distal tip was broken. The investigation of the reamer irrigator aspirator (ria) drive shaft shows, that the absorption tip from medullary cavity burr head is broken off. The investigation of documentation for material and manufacturing showed, that the complaint ria drive shaft has been produced in 2011 and completely print specification. Crack surface is homogeneous which give evidence of immaculate material quality. Without further detail it is not possible to determine the cause. The complaint condition is likely the result of a mechanical overload exceeding the load limit of the material and leading to a fatigue crack. Without knowledge about the detailed exertion of the instrument (bone hardness, anatomy, choice of burr head and gear tool), as well as the frequency of use, it is not possible to conduct further examination. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: criterion tool & die, inc. Manufactured the drive shaft assembly for ria, part number 314.743, and lot number 15803-01. Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery the reamer irrigator aspirator drive shaft was broken at the tip. The event did not result in any surgical delays and there was no patient harm. This is report 1 of 1 for (B)(4).